Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member/friend. It was reported that the infection was methicillin resistant staphylococcus aureus (mrsa). It was reported that the infection was there since the surgery, and the infection was growing and didn't come to the surface until about 2 weeks ago. It was reported that the incision was red, and the patient doesn't want surgery because they're in days of dying. The infection was located in the pump pocket. No further complications were anticipated/reported. Additional information was received from a healthcare professional (hcp). The patient¿s status as of ¿a few days ago¿ was alive, but with a mrsa infection. The patient was hospitalized. The patient was refusing all treatments. The patient refused surgery to remove the pump/catheter and had been refusing antibiotics as well. The patient¿s daughter told the nurse the patient was ¿tired of everything¿ and that the patient was ¿looking at all of this as a type of suicide.¿ the family and patient had been warned of the risks of refusing treatment, including the risk of death, and the patient accepted the risk. Both the implanting physician and the hospital doctor had spoken to the patient and explained the consequences of their choices. It was noted the family believed the patient was in ¿his right mind¿ when he made this choice, and the family accepted his choice. The hcp noted that they last saw the patient in (B)(6) 2018 when the patient had 4 months left until eri. There was no sign of infection at that time. They were notified of the infection ¿about a month¿ after the patient¿s replacement surgery. The nurse could not confirm that the patient¿s infection was due to the manufacturer's pump or therapy as she didn¿t know when the infection began. The patient¿s weight was reported to be 390 pounds. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (8 mg/ml, 1.55 mg/day) and morphine (60 mg/ml, 11.625 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient was admitted to the hospital due to an infection (confirmed, strain unknown) from the pump being replaced "last month" due to normal battery depletion. The patient was in "no condition" to be moved. The pump and catheter would have to be removed as the infection would travel to the spine. No further complications were reported.